Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_ stylet_acc, product type: accessory. Product ID: 3887-33, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The company representative (rep) reported that the device was implanted for failed back surgery syndrome. While the lead was connected to a multi-lead cable using a stylet 3 times at a trial, impedance was over 10,000 ohms. Impedance was also checked without a stylet 3 times, same impedance results. Stimulation was increased up to 10.5v, however, the patient felt no stimulation. The trial was performed using #8 electrode rather than #4 electrode by the physician's instruction and first measurement showed normal impedance. The trial was completed successfully without further issue. It was also reported that the lead was explanted on the same day of implant. It was noted procedure for connecting multi-lead cable should be checked once again; the physician wanted to check it again including how the multi-lead cable was connected. The physician wanted to check whether or not the electrode was disconnected. The physician requested the rep to confirmed electrode conductor fracture. The rep was going to confirm the multi-lead connection again. The mdt data on the clinician programmer was overwritten when patient stimulation was being adjusted, so that was not available. If additional information is received, a follow up report will be sent.